Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the l2 lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation.